Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was explanted and replaced due to erosion of the device pocket. The alleged cause of the erosion was due to an underweight patient's thinning skin. The patient was in stable condition and will continue to be monitored.